Event description:
It was reported by repair work order that the siderail would not lock in the up position due to a worn latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.